Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 3 functional mitral regurgitation (mr), an enlarged atrium, and tethered and thin leaflets for a mitraclip procedure. A mitraclip was able to be implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delay. On (B)(6) 2025, the patient returned symptomatic with shortness of breath, a transthoracic echocardiogram (tte) revealed that the mitraclip had tilted and mr had returned to grade 4. It appeared that there was a partial detachment from the posterior mitral leaflet. There was no evidence of tissue damage. Per the physician, the partial detachment may have been caused by tethered and thin leaflets. An additional procedure was scheduled. On (B)(6) 2025, the patient presented with grade 4 functional mitral regurgitation for a secondary mitraclip procedure. Two mitraclips were placed to stabilize the initial mitraclip. The final mr was grade 1-2. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration appears to be related to challenging patient anatomy (tethered and thin leaflets). The reported dyspnea and mitral regurgitation appear to be cascading events of the migration. The reported patient effects of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.